Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2018 from an orthopedist. This case concerns a (B)(6) male patient whose knee was swollen and had aspirated 120ml of fluid from the knee after unknown latency of receiving treatment with synvisc. The patient had received synvisc injection into a knee 2 times earlier. No relevant medical history, concomitant medication or concurrent condition was provided. On an unspecified date in 2018 (a couple of weeks ago), the patient initiated treatment with intraarticular synvisc injection (dose, frequency, indication, batch/lot number and expiry date: not provided) into unspecified knee. The patient was a football player/athlete and he had been the reporting physician's patient for a long time. On an unspecified date in 2018 after unknown latency (couple of days after the injection), the patient called to physician and reported that his knee was swollen. The physician aspirated 120 ml of fluid from the knee and administered a cortisone injection into the knee. The physician stated that he was quite sure that the patient had recovered since the patient had not contacted him again. Action taken: unknown corrective treatment: cortisone for knee was swollen; aspiration for aspirated 120ml of fluid from the knee outcome: recovered for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for same. Seriousness criteria: required intervention for knee was swollen.

Event description:
This unsolicited case from finland was received on 12- mar-2018 from an orthopedist. This case concerns a 25 year old male patient whose knee was swollen and had aspirated 120ml of fluid from the knee after unknown latency of receiving treatment with synvisc. The patient had received synvisc injection into a knee 2 times earlier. No relevant medical history, concomitant medication or concurrent condition was provided. On an unspecified date in 2018 (a couple of weeks ago), the patient initiated treatment with intraarticular synvisc injection (dose, frequency,indication, batch/lot number and expiry date: not provided) into unspecified knee. The patient was a football player/athlete and he had been the reporting physician's patient for a long time. On an unspecified date in 2018 after unknown latency (couple of days after the injection), the patient called to physician and reported that his knee was swollen. The physician aspirated 120 ml of fluid from the knee and administered a cortisone injection into the knee. The physician stated that he was quite sure that the patient had recovered since the patient had not contacted him again. Action taken: unknown. Corrective treatment: cortisone for knee was swollen; aspiration for aspirated 120ml of fluid from the knee. Outcome: recovered for both events. Seriousness criteria: required intervention for knee was swollen. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 53049. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 26-mar-2018. Investigation summary was added. Text was amended accordingly.